Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd syringe 50ml ll brazil contained foreign material. The following information was provided by the initial reporter: "observed a dark foreign matter in luer (where the needle is attached), as it was burnt."

Manufacturer narrative:
Follow up MDR for device evaluation. It was reported there was a dark foreign matter observed in the luer. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe in a packaging blister. The syringe has a black speck at the luer tip that appears to be embedded degraded resin. No other defects or imperfections were observed. A device history record review was completed for provided material number 303552, lot number 1103473. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.